Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00103 and manufacturer report # 3005099803-2012-00104 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure performed on (B)(6), 2012. According to the complainant, while preparing the first speedband device (mr # 3005099803-2012-00104) for use, the suture was broken prior to attaching it to the tripwire. A second speedband device (mr # 3005099803-2012-00103) was then opened and used; however, after deploying five bands, the final two failed to release. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00103 and manufacturer report # 3005099803-2012-00104 address these devices.it was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure performed on (B)(6), 2012. According to the complainant, while preparing the first speedband device (mr # 3005099803-2012-00104) for use, the suture was broken prior to attaching it to the tripwire. A second speedband device (mr # 3005099803-2012-00103) was then opened and used; however, after deploying five bands, the final two failed to release. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed and found that the handle, strap, suture, and ligator head had been received. The suture, which was tangled around the tripwire, was attached to both the ligator and the tripwire. When untangled, the suture was found to be intact. The tripwire, however, was broken in two. The ligator consisted of one white band and one blue band and the teeth of the ligator head do not appear damaged. An extra piece of velcro returned attached to the existing velcro. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflected the reported issue. The evaluation confirmed that two bands were attached to the ligator head. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.